Event description:
A cusa excel 36khz straight handpiece was reported to have overtorqued and overheated. The unit was not in contact with the patient. The patient did not sustain an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incidence has not been received for evaluation. An investigation has been initiated based upon the reported information.